Event description:
It was reported that allegedly a vena cava filter tilted approximately 50 degrees and the apex was endothelized in the cava wall. The filter had been implanted approximately six months ago prior to a bariatric surgery. The patient's vena cava measured 20 mm in diameter; the filter was initially implanted without difficulty. During a scheduled retrieval, the physician attempted to remove the filter; however, was unsuccessful. A second retrieval attempt was performed a week later; however, the retrieval was still unsuccessful. The filter remains implanted and at this point, there will be no further attempts to retrieve the filter. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not provided. The device remains implanted; therefore, a sample evaluation could be performed. As no images or sample were returned to verify the alleged tilt, the result of the investigation is inconclusive and the root cause is unk. The current IFU (information for use) states: this device is designed to act as a permanent filter. Note: it is possible that complications such as those described in the warnings, precautions, and potential complications section of the instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Please note that this report is associated with the same patient in the events reported under manufacturer report numbers: 2020394-2009-00029 and 2020394-2009-00030.